Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation with two 475cc mentor smooth round moderate profile saline breast prostheses and experienced a deflation on the right side and anisomastia on the left side post-operatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right side device.

Manufacturer narrative:
On may 17, 2022, mentor received additional information regarding the patient's diagnosis, date of birth, and date of explantation. It was clarified that the patient experienced a deflation on the left side, not the right side post-operatively. The medical device problem code field in section h6 has been updated for accuracy. The patient's date of birth has been updated to (B)(6) 1982. The device date of implant has been updated to (B)(6) 2022. Reason for device explant and/or reoperation: anisomastia. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 21, 2022, mentor received additional information regarding the device implant date. The device implant date has been updated to (B)(6) 2021. On (B)(6), 2022, mentor received additional information regarding the device explantation date. The device implant date has been updated to (B)(6) 2022. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 06, 2022, the evaluation for the device was completed. Device evaluation summary: visual analysis of the returned sample revealed that the sal smooth rnd diap 475cc breast implant was found to have a tear on the anterior view, measuring approximately 19.5 cm. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Some breast ptosis is a normal component of the mature breast. Ptosis becomes undesirable when the breast parenchyma predominates below the areola, droops considerably below the inframammary fold, and the nipple points downward. Augmentation alone, without consideration of the ptosis, can produce a less than desirable cosmetic result known as a "rock in a sock" deformity or an increased ptotic appearance. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 13, 2022, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted.manufacturer¿s reference number:(B)(4) on july 05, 2022, mentor became aware that the information provided in the additional manufacturer narrative section in section h10 for follow up report number one and two regarding the device date of "implant" was incorrect.for follow up report number 1, the sentence "the device implant date has been updated to (B)(6) 2022." Should have been "the device explant date has been updated to (B)(6) 2022."for follow up report number 2, the sentence "the device implant date has been updated to (B)(6) 2022." Should have been "the device date of explantation has been updated to (B)(6)2022."